Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08542. It was reported that balloon rupture occurred. The vascular access was obtained from the same side of the lesion utilizing anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guidewire crossed the lesion, a 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation, the balloon ruptured. The device was changed to a 1.5x20x142cm coyote es otw balloon catheter, but it also ruptured. The ruptured balloons were completely removed from the patient's body. A1.5mm non-bsc balloon catheter was advanced and inflated and deflated repeatedly to dilate the lesion from proximal to distal. The patient's blood flow was confirmed to be recovered and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. Microscopic inspection revealed balloon damage (perforation) in the balloon material, 5mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08542. It was reported that balloon rupture occurred. The vascular access was obtained from the same side of the lesion utilizing anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guidewire crossed the lesion, a 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation, the balloon ruptured. The device was changed to a 1.5x20x142cm coyote es otw balloon catheter, but it also ruptured. The ruptured balloons were completely removed from the patient's body. A 1.5mm non-bsc balloon catheter was advanced and inflated and deflated repeatedly to dilate the lesion from proximal to distal. The patient's blood flow was confirmed to be recovered and the procedure was completed. No patient complications were reported and the patient's status was good.